Event description:
Device was implanted in 2000. Zirconia head fractured spontaneously. Pt reported joint pain. After x-ray pt was admitted for revision of head and liner.

Event description:
Device was implanted in 2000. Zirconia head fractured spontaneously. Pt reported joint pain. After x-ray pt was admitted for revision of head and liner.